Event description:
On (B)(6) 2012, pt reported the infusion device shut-down when he was changing the cartridge. The correct type of battery is used in the infusion device. He inserted a new battery, and the infusion device would not turn on. The battery cover is over 1 year old, and he was advised on the MFR recommendations. The infusion device was not recently dropped. The infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.